Event description:
It was reported that the patient with this right ventricular lead entered in an intrinsic ventricular tachycardia episode. The device appropriately delivered anti tachy pacing (atp) and shocks, however they were unsuccessful. The rhythm accelerated into a ventricular fibrillation which was initially undersensed. Which made the first attempt to deliver a shock for the ventricular fibrillation to be aborted. Eventually, a second attempt was performed and a shock was delivered by the device which ended the episode. Reprograming of the device and defibrillator threshold (dft) test were discussed. This lead remains in service. No further adverse patient effects were reported.